Event description:
It was reported to philips the oxygen concentrator does not go above 48%, and makes a clicking noise. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. There was no delay to therapy. The philips field service engineer (fse) contacted the remote service engineer (rse) for troubleshooting. The fse was unable to duplicate the reported issue. The fse confirmed the customer was using a tank o2 and the fse was using the wall o2. The rse informed the fse that with the tank o2, and with the unit set to 100%, the tank will quickly drain and the device will report low o2. The clicking noise that was heard was from the o2 solenoid going from low to high, attempting to draw in 100% when it is not available. The rse advised the fse to perform a performance verification test (pvt) to verify the unit is fully operational and return the unit to service. The customer later called back to report that the o2 tank that was being used was causing the reported issue. There was no device malfunction. The issue was corrected and no other issues were present. Based on the information provided, the reported problem occurred due to unintentional user error. Investigation has concluded that the device functioned as intended and there was no deficiency or malfunction. Based on the review of (non-malfunction/user - other), found outside of clinical use and presents no direct patient harm. Risk level associated with this complaint is 0.